Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6)2016 that a customer had an issue with an enteral feeding pump. The customer states that the unit is under infusing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the unit under infused.¿ the unit was triaged and the customer¿s reported condition was not confirmed. However, service found the unit to over infuse. It was discovered that the rotor shaft was exuding the black residue from within. This is an indication of the worn shafts inside the gearbox. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.